Manufacturer narrative:
Pt identifier and weight not available from site. Part has not been returned for eval as of the date of this report.

Event description:
A site rep reported that while in a surgery, the system went black in navigate. They had registered the pt and were waiting on the surgeon to proceed. They came back to the system and it was black and re-booting itself. It came up to a screen that said "end filing system..." The surgeon completed the procedure without the use of the stealthstation treon guidance system. There was no impact on the pt outcome.